Manufacturer narrative:
Clarification to d6a. Implant date: 14 yrs ago was reported. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "ruptured¿. This record is for the right side. Device remains implanted.